Manufacturer narrative:
Concomitant medical products: d314drg, ICD implanted: (B)(6) 2011. Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was received for analysis following the patient's death, and tested out of specification. Follow up with the funeral home and the patient's following physician to determine the cause of death was unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.